Event description:
Caller alleges inacurracy with inratio. Results as follows: date 2007, inratio 4.2, lab 2.6, date 2007, inratio 7.5, lab 4.1, date 2007, inratio 2.4, lab 2.8, date 2007, inratio 5.0, lab 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 4.2, lab 2.6, mean 3.4, confidence limits 2.0-5.0. Date 2007, inratio: 7.5, lab 4.1, mean 5.8, confidence limits: unable to be determined. Date 2007, inratio 2.4, lab 2.8, mean 2.6, confidence limits: 1.7-3.8. Date: 2007, inratio: 5.0, lab 2.7, mean 3.9, confidence limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st, 3rd, and 4th data set, both inratio and lab values are within the confidence limits for inr testing. For the 2nd data set, it is considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.